Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-13297. It was reported the patient was unable to enter MRI mode. Diagnostics indicated one of the leads had contacts with high impedance. In turn, surgical intervention was undertaken wherein one lead was explanted and replaced to address the issue. It is unknown which is related to the issue, as such both leads are being reported.